Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition. This report is made based on results of investigation completed on 11-oct-2018.